Event description:
It was reported there is no alarm when the lower limit of pulse oxygen is reached. The device was in use on a patient at the time of the event, there was no adverse event reported.

Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Reporting address line 1: (B)(6). A philips remote service engineer (rse) interviewed the customer who requested for a consultation. Rse confirmed with the customer the device is fully functional. The rse reported the customer had set a delay for the oxygen saturation alarm which caused the issue. The rse had the customer change the options in the blood oxygen settings by disabling the delay for blood oxygen alarm notification. Based on the information available in the case, the cause of the reported problem was confirmed to be a user error. The reported problem was confirmed. The device was confirmed to be operating per specifications, and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.